Manufacturer narrative:
Investigation is still ongoing.

Event description:
It was reported by the field clinical specialist (fcs), that during transfemoral transcatheter aortic valve replacement procedure with a 23mm sapien 3 ultra resilia valve, the balloon on the 23 mm commander delivery system ruptured during valve deployment on annular and left ventricular outflow tract calcium. The balloon ruptured at full volume. The valve deployed successfully and there was no patient harm.